Event description:
The infusion pump was received at the service facility with a note stating "primary circuit works well - when adding secondary fluids and programming infusion will frequently 'dump' fluids wihtin 10 minutes of starting." No patient injury was reported.